Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported there were no malfunctions. The patient had decided that the therapy was not relieving her pain the way she had thought it would. The patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. Analysis of the implantable neurostimulator found no anomaly. Analysis of the extensions found no significant anomaly. Extension bodies were cut through/segmented.

Event description:
It was reported that the patient was having pain at the device site and decided that the device was just not helping her enough, so the patient decided to have the whole system explanted. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.